Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. However, reuse of single use supplies is a known use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm, it was reported that the home patient (hp) had reused single use products on the homechoice (hc) device during fill 5 of 5. The hp was connected at the time of the event. The hp had switched out the heater bag with the final bag. The technical service representative (tsr) reviewed proper procedures with the hp. The tsr assisted the hp with ending therapy. The hp would complete therapy using manual exchanges. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.